Manufacturer narrative:
(B)(4). Investigation summary: level b investigation: complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1; occurrence: a complaint history check was performed, and this is the 15th related complaint for needle hub separates, and the 9th related complaint for shield does not detach as intended on lot # 9350297. A review of risk management 150rmn-0001-16 revision 14 indicates that the potential risk of this specific reported incident (syringe, needle hub separates, shield does not detach as intended) was captured and addressed. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device, and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9350297. All inspections and challenges were performed per the applicable operations qc specifications. There was one notification (B)(4) noted for out of spec shield pull. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints were received for this device, and reported condition will continue to be tracked and trended. Information will be captured on trend reports, and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle experienced hub separation from the device during use. The following information was provided by the initial reporter: complaint 1 of 5. Consumer reported difficulty removing the needle shields on 4 insulin syringes from this box. Stated the needle component also separated, and went into the shield on these syringes. Stated this happened on (B)(6) 2020. Stated she also had 1 syringe where the needle component detached after she had prefilled it. Stated this is very concerning for her and this is making her feel negative about her diabetes care. Lot #: 9350297. Catalog#: 328440.